Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of granuloma is a physiological event and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product has been requested. No additional information is available at this time. Reason for reoperation: pain and unrelated illness. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "breast implant illness; going downhill; sick; not comfortable; getting dementia; brain not working; falling apart; can¿t speak properly; can¿t be touched; affected relationships; unhappy and angry(due to pain), less tolerant of food," flu like symptoms", "capsules inflamed" , "constant cough" and granulomas. The device has been explanted, at which time, implant was ruptured, and ¿silicone microns detached.¿ the device has been explanted.